Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery constantly. The customer changed the infusion sets but continued to receive no delivery alarms. He experienced a high blood glucose level of around 500 mg/dl and had to go to the emergency room as a result of this. The device was not returned.